Event description:
It was reported by service report that the right side rail could not be latched in the raised position due to a broken weld with exposed sharp edges. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.